Event description:
Pt complained of low readings on her meter. She came to the pharmacy and tested herself; the reading was 156 at the pharmacy, another box of strips was opened. When she retested, the reading was 245. Also recently, rptr had a complaint from another customer about the strips. She was retested at her physician's office and reading went from 138 on this strip to 175 on their machine.